Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in canada, regarding a 26mm sapien 3 ultra resilia transcatheter heart valve implant procedure in the aortic position by transfemoral approach, during the procedure, although resistance was felt when inserting the commander delivery system through the esheath+ at the level of the distal part, the valve was successfully implanted in the 100/0 position. At the end of the procedure, a distal tip torn was observed but no patient injury occurred, and patient was stable post-procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for distal tip torn was confirmed based on evaluation of provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage. Additionally, patient or procedural factors such as challenging anatomy or non-coaxial advancement angles (as provided information indicated presence of tortuosity within patient access vessels) -may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.